Event description:
It was reported by a company representative that on (B)(6) 2011, the fiber cap detached at 3,680 joules. Per the company representative, the fiber cap was retrieved. No patient injury was reported.

Manufacturer narrative:
(B)(4).